Manufacturer narrative:
Eval summary: the complaint history was reviewed for lot 185033f and there were no other complaints of this nature reported. No sample was returned by the customer therefore, no root cause analysis can be conducted at this time. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. Add'l info was requested via mail on 5/18/2011. A completed questionaire was received from the optometrist. (B)(4).

Event description:
A consumer reported, he experienced an eye infection, itchiness and green discharge from his eyes following the use of this product. He noted his eyes were sticky, puffy and red. He stated his reaction lasted two weeks and his symptoms have resolved. On (B)(6) 2011, add'l info was received from the optometrist who stated, he diagnosed the consumer with blepharitis, meibomianitis and conjunctival infection. He reported he discontinued product use and treated the event with an antibiotic. This is the first of two reports associated with this event.